Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial#(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (10 mg/ml at 3.1mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced increased pain, and the catheter could not be aspirated intraoperatively on (B)(6) 2017. The catheter was explanted and replaced, and the issue was considered resolved. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue. The patient's status at the time of report was alive: no injury, and no further complications were reported or anticipate.